Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the staple line was incomplete at the proximal part. The staple line was fixed by manual over-sewing of the appendix stump. The surgical time was extended by more than 30 minutes.